Event description:
The customer reported that the device fails the pacer test in op check.

Manufacturer narrative:
(B)(4). The device was evaluated at philips. The symptom was verified. Replacing the therapy pca resolved the issue.